Manufacturer narrative:
One cadd administration sets - flow stop was returned for analysis in used condition. The device was visually inspected and revealed no obstructions or other workmanship defects were detected in none of the joins of the product. Functional testing revealed that water can pass easily through the product. He following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp's requirements and shm procedures. The housing assembly operation was reviewed; no discrepancies were found. The bonding operation in all joins were reviewed in order to verify that the operation was correctly performed by the operator; no discrepancies were found. During bonding operation was reviewed that the operator removes the excess of solvent according to shm procedure. Inspection of components and assemblies by the operator was reviewed in order to verify that operators were performing adequate visual inspection; no discrepancies were observed. The cause of the issue was not determined because the complaint was not confirmed and was not duplicated. The sample was tested and successfully passed.

Manufacturer narrative:
Date product received at affiliate site:10/04/2019, then arrived at product received at decontamination site:10/14/2019.

Event description:
Information received a smiths medical cadd administration set caused a event where the procedure to insert epidural became difficult because impossible to pass through the administrative set. No adverse patient event reported.